Event description:
Reported one false positive sars results for one symptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: a quidel representative visited the site and observed procedural errors that may have contributed to the event. Root cause: no investigation required, source: email.